Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was twisted and torn, and the imaging core was wound up with broken driveshaft at the end. The guidewire exit port was lifted, but the distal section of the tip was in good condition. The reported events of material twisted and damage tip were confirmed.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure the catheter unraveled itself and the tip was damage. The procedure was completed using an alternate device. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure the catheter unraveled itself and the tip was damage. The procedure was completed using an alternate device. No patient complications were reported.